Event description:
This is a case that was reported to baxter on (B)(6) 2015 from (B)(6). Via a baxter account manager relating to veritas, lot unknown. The details made available by the account manager / customer at time of logging are ¿ (B)(6) has asked me to contact you following a review of a patient in clinic after the use of veritas, the lady has complained of joint pains. Could this be contributed to the baxter product, and have you got any literature and supporting evidence for the product? Additional information received from customer - as requested, the patient is a female, age (B)(6) and was left sided. (B)(4) lot: spce314-06f0051. Patient¿s current condition is not known.

Manufacturer narrative:
(B)(4). Due to lack of information this case is not currently assessable, and is being conservatively reported. Baxter is currently in the process of following-up with the reporter for additional information. A follow-up report will be submitted upon receipt and evaluation of additional information.

Event description:
Additional information received from the surgeon on (B)(6)-2015: (B)(4).

Manufacturer narrative:
(B)(4). Baxter medical assessment: veritas collagen matrix has been implanted for breast reconstruction surgery (for implant support) in conjunction with a tissue expander. About 4 weeks post-implant the patient complained of joint pain (all joints). Symptomatic treatment (pain medication) has been given. The presence of joint pain of all extremities is indicative for a systemic reaction, that cannot be attributed to the local implantation of the device in the left breast. The adverse event cannot be attributed to the use of veritas during surgery. Baxter (B)(4) completed the investigation. Sample evaluation could not be performed as no sample was available. Batch record review was performed and does not indicate any out of specification condition. Based on the information in the complaint, it is not evident that the product contributed to the joint pain. No trend was identified. No further investigation can be conducted. This case will be kept on file for trending purposes.